Manufacturer narrative:
According to the facility, the patient had a bilateral breast reduction on (B)(6) 2023 and was dressed with liquiband secure, at a follow up appointment on 10/23/23, patient had epidermolysis on the skin under the liquiband tape. The area kept spreading and required a wound vac application and changes through 1/3/24. The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the patient had a bilateral breast reduction on (B)(6) 2023 and was dressed with liquiband secure. At a follow up appointment on 10/23/23, patient had epidermolysis on the skin under the liquiband tape.